Manufacturer narrative:
Device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. The review of logfile for the day of treatment showed all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issue. The energy was stable during the whole day. Treatment could be identified in logfile. The user could obtain both suctions several times. The user pressed the vacuum pedal instead of laser pedal which caused an interruption of suction and the user had to obtain both suctions again before treatment was possible. There was several redockings. No relevant deviation between planned and performed energy was detectable for the reported treatment. The user operated surgery within the recommended settings. No technical root cause was identified. The product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the laser did not cut the flap in a third of the circumference. Earlier, after pushing the "ready" button, the laser unexpectedly returned to the initial screen. That situation forced the staff to reset and retest the laser. The tests were successful but the flap was not cut. The surgery was stopped because the doctor was not able to lift the flap and continue the procedure. The patient was discharged.